Event description:
Alleged the bed has no head up function.

Manufacturer narrative:
The tech investigated and found the manifold was leaking and the head cylinder would not rise. The tech replaced the manifold and head cylinder to repair the bed.